Manufacturer narrative:
Manufacturer evaluation of the information provided indicates that the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was use of a protocol of inappropriate duration for the types and sizes of the patient tissue samples being processed. Specifically, the "routine" protocol with a duration of 14:33 hours and the "biopsie" protocol with a duration of 10:03 hours respectively may not have been appropriate for processing "any kind of small biopsies". Section 8.2.1 of the leica histocore peloris 3 rapid tissue processor user manual details the recommended protocol duration for different patient tissue sample dimensions, including maximum thickness, and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. Manufacturer evaluation of the instrument logs and the information available found that the instrument functioned as designed during execution of the "routine" protocol comprising 157 cassettes, which started in retort a at 16:17pm on (B)(6) 2022 and completed successfully at 07:17am on 25 november 2022; the "routine" protocol comprising 129 cassettes, which started in retort b at 16:21pm on (B)(6) 2022 and completed successfully at 08:22am on (B)(6) 2022; the "routine" protocol comprising 240 cassettes, which started in retort b at 15:57pm on (B)(6) 2023 and completed successfully at 06:29am on (B)(6) 2023 and the "biopsie" protocol comprising 73 cassettes, which started in retort a at 15:59pm on (B)(6) 2023 and completed successfully at 07:28am on (B)(6) 2023, from which sub-optimal processing of patient tissue samples was reported by the complainant.

Event description:
On (B)(6) 2023, the complainant contacted leica biosystems and reported the following: "the samples present morphological alterations conductable to the processing". On (B)(6) 2023, the assigned local leica helpdesk application engineer documented the following additional information regarding the circumstances involved in the complaint: "...it says that at the end of the processing, the samples come out dry and displaced. The tool itself works fine. I assume at this point that the problem could be of an application type." On (B)(6) 2023, the assigned local leica helpdesk application engineer documented the following further information regarding the circumstances involved in the complaint: "[field application specialist] informs me that [customer] informed him that bad processing was due to their error/exchange of reagents now the users have restored the reagents it was possible to misdiagnose [sic] all samples." On (B)(6) 2023, leica biosystems melbourne received information from the assigned local leica helpdesk application engineer that: "diagnosis was possible on all samples and none has been lost." No adverse consequence(s) to a patient(s) has been reported to the manufacturer to date. On (B)(6) 2023, the assigned local leica helpdesk application engineer documented that the affected patient tissue samples were derived from two (2) tissue processing runs comprising "about 150" samples executed in "retort a e b", which started during the afternoon of (B)(6) 2023 and completed during the morning of (B)(6) 2023; the types of the affected patient tissue samples were "any kind of small biopsies [sic]"; the affected patient tissue artefact was described as "white, tough, resistant tissue, difficult [sic] to cut" and the affected patient tissue samples were not re-processed. The size(s) of the affected patient tissue samples was not provided. The assigned local leica helpdesk application engineer also documented that: "customer said there is this problem with the small biopsy since the instrument has been installed in the laboratory. For example, other events like this have been occurred the night between the (B)(6) 2022. Customer asks for a general control."